Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, patient underwent anterior cervical discectomy and spine fusion surgery on the cervical region of her spine from vertebrae c5 to c6. Reportedly, during the surgery, rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-operative period has been marked by a period of improvement, followed by progressively worsening and chronic neck pain with pain radiculopathy in her upper extremities, headaches, and pain over the trapezius and extending over the thoracic spine. Patient also suffers from depression related to her pain and limitations.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with status post c5-c6 anterior discectomy and fusion with pseudoarthrosis and underwent the following procedure: removal of anterior cervical instrumentation c5-c6. Exploration and take down of pseudoarthrosis, c5-c6 with partial vertebrectomy, c5 and c6. Removal of interbody machined allograft spacer, posterior compression foraminotomy, revision arthrodesis with synthes machined allograft spacer and skyline anterior cervical plate. As per the op-notes: ¿a 9 mm x 12.5 mm machined allograft spacer was selected. A small hole was drilled in the spacer and a small piece of rh bmp-2/acs bone morphogenetic protein, a sponge was placed within the hole, completely within the confines of the hole. The space was then gently impacted into place under direct visualization.¿